Manufacturer narrative:
Manufacturer's investigation conclusion a specific cause for the reported damage to the external portion of the patient¿s driveline could not conclusively be determined through this evaluation as no photos were submitted and the product was not returned for evaluation. The vad coordinator reported that a small tear was noted on the outer driveline silastic. Rescue tape was applied. No other issues/alarms at all. The submitted log file contained data from (B)(6) 2022 23:24:51 pm through (B)(6) 2022 10:43:15. Transient pi events were captured, resulting in momentary speed decreases per design. The pump appeared to function as intended and no other unusual alarms or events were captured. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4). No product is available for investigation. The heartmate ii lvas instructions for use (IFU) advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The IFU and patient handbook contain information on how to care for the driveline. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is available. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The current heartmate ii lvas patient handbook, rev. C, contains care information regarding on how to care for the driveline. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the patient's regular office visit a small tear on their outer driveline silastic was noted. Rescue tape was applied. A review of the log files revealed a few pulsatility index (pi) events as well as routine power changes. The log did not contain any data associated with any percutaneous lead wire damage. This would indicate the reported tear to the driveline was only a cosmetic issue.